Manufacturer narrative:
(B)(6). Device manufacture date: the device manufacture date is unavailable; therefore, (B)(4) the manufacturing location is currently not available. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the motor seized, jammed and was moving heavily on the battery reamer/drill device. It was further determined that the motor and control unit were defective. It was further determined that the device failed pretest for check power with test stand, min. 190 to 250 w, check the triggers and ecu (electronic control unit), change 10 times from forward to reverse at full speed, check the forward/reverse mode, check the battery coupling, trigger test, check the cannulation and check the attachment coupling. It was noted in the service order that the device did not function. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4) contact office name/address has been updated accordingly to reflect the corrected manufacturing facility. Device manufacture date: the device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as 12/9/2004. The UDI has been updated accordingly. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.